Event description:
The medical professional provided the patient's identity and confirmed that the burst watchdog occurred previously and was not currently occurring. A review of the manufacturer's records confirmed the burst watchdog was reported in mfg. Report #1644487-2015-06296. In regards to the increase in seizures it was reported that the seizure rate was the highest since the vns was implanted and the medical professional could not asses how it compared to pre-vns levels. The medical professional was unable to determine the cause of the increase in seizures at this time.

Event description:
It was reported that the patient was having an increase in seizures. The nurse was concerned the increase could be related to low impedance or a previous burst watchdog event. Diagnostic testing showed that the impedance was within acceptable limits which indicated that the device was functioning properly however the nurse was concerned because the impedance value was lower than the previous appointment. No additional relevant information has been received to date.